Manufacturer narrative:
The electrode belt sn (B)(4) was returned and evaluated at the distributor. The evaluation confirmed that gel was leaking from the front therapy electrode. The distributor evaluation included downloaded data review as well as incoming functional testing of the device's ECG acquisition and pulse delivery circuitry, as recommended by zoll manufacturing. The electrode belt passed essential functionality testing. Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A u.s. Distributor contacted zoll to report that a patient had a sore under her breast caused by the lifevest. The patient also reported a gel leak from the electrode belt. The patient's physician advised to use a cream to help with the irritation. Follow-up indicated that the irritation had cleared up.